Event description:
It was reported that a patient was implanted with an advance ams urinary incontinence sling device. It was additionally reported that "he was doing well at first then his incontinence became worse. Doctor felt that the sling may have slipped proximal." No further patient complications have been reported in relation to this event.